Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements greater than 125 ohms. Technical services (ts) recommended performing an x-ray to confirm lead integrity and connection. No adverse patient effects were reported. Additional information indicated that the shock impedance measurement was 70 ohms in rv coil to can configuration. An x-ray was not performed. The local field representative indicated that there were no out of range measurements on the daily measurements. No adverse patient effects were reported. This product remains implanted and in service.